Event description:
"Customer stated ""pad has a burn hole. Leaning against it in a recliner. "" the product was returned for investigation. An investigation observed a small, contained burn in the pad. This failure is caused when the product is folded or laid on during use. IFU states ""do not sit on, lie on, or crush pad. Avoid sharp folds"" customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot."